Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that noise on the rv channel was seen on the egm. The lead was explanted.

Manufacturer narrative:
A fracture of the inner coil was found at 3.0cm from the connector pin consistent with fatigue. This fracture is consistent with the observation from the field of noise.